Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test.

Event description:
It was reported that the customer had to go to the emergency room and was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was above 400 mg/dl. Nothing further was reported.